Manufacturer narrative:
Correction: previously reported h6 - type of investigation should have been "4114 - device not returned" instead of "4118 - type of investigation not yet determined", and previously reported investigation findings should have been "3221 - no findings available" instead of "3233 - results pending completion of investigation."

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator exhibited far-r oversensing. No resolution was taken. The patient was stable.